Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he had the pump replaced with insulin leaking into the pump and still having this issue. Customer stated that he has noticed air bubbles in the reservoir that was not in the reservoir when they were not there when filling. The leak was past the second o-ring. Customer states there is an air bubble in the reservoir. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. After troubleshooting, customer was advised the reservoir will be replaced. Assisted customer in performing self-test. Self-test results: passed . The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test per dop114-811 and des8654. Found reservoir no leakage anomaly when removing the plunger using a new lab plunger. Also ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into the pump. Conclusion: reservoir had no air bubbles and did not leak.